Manufacturer narrative:
Four attempts were made by device manufacturer to obtain status of device return. These efforts; however, were unsuccessful. If devices should be returned to zoll circulation a supplemental report will be filed.

Event description:
It was reported that autopulse nimh batteries with the following serial numbers s/n (B)(4) failed the autopulse battery flow chart test. Several attempts were made by the manufacturer to obtain status of product return. Through follow up it was confirmed that there was a discrepancy in the reported serial numbers. The report of two batteries with serial number (B)(4) was reported in error. Battery with serial number (B)(4) was the correct battery. There was no report of a patient injury.